Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a patient presented with endophthalmitis at the cataract extraction with intraocular lens implant one day postop visit. A vitrectomy was required. The patient is improving. This is one of 6 reports for this facility.